Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that no backflow was observed from the angio-seal device involved. After a percutaneous coronary intervention (pci) using a 7 french sheath, the angio-seal device was used for hemostasis. However, the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was removed once and flushed, however the backflow of blood was not observed. The device was removed, and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The estimated blood loss was less than 250cc's. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been insufficient blood return due to improper device positioning in the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).